Manufacturer narrative:
The patient was born on an unreported date in 1969. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of, the treatment for, and the outcome of the peritonitis were not reported. On the same day as onset, the patient was hospitalized for the event. At the time of this report, dianeal therapies were ongoing. No additional information is available.